Event description:
The customer reported that during a patient event, the charge button on their defibrillation hard paddles assembly became stuck while attempting to charge defibrillation energy for a shock. The customer implemented a back up device to the patient within 30-60 seconds following the observation of the reported stuck charge button. When the charge button is stuck on the paddles assembly, that could cause a delay in care to the patient. There was no report of any adverse effects to the patient as a result of the reported failure.

Manufacturer narrative:
(B)(4). The customer returned their hard paddles assembly to physio-control for evaluation. Physio performed an evaluation on the paddles and was unable to duplicate the reported failure. During testing, the charge button did not stick and there was no foreign substance found. Physio was unable contact the customer for additional investigation regarding the device used during the event. The device has not been returned to physio for evaluation. The cause of the reported failure could not be determined.